Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating there was no audio. The device was not in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.